Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of a questionable high ise indirect gen 2 sodium result obtained for one patient sample measured on a cobas 6000 c501 module. The initial result was 153 mmol/l and was repeated as 136 mmol/l. A second repeat measurement on another c501 module resulted in a value of 137 mmol/l. The questionable result was not reported to the patient.

Manufacturer narrative:
The electrode lot number and expiration date were requested but were not provided. The field service engineer (fse) found a leakage from the rinse unit. The investigation is ongoing.